Event description:
Same case as: 2134265-2009-05693, 2134265-2009-05697. It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. The lesions were located in the proximal to mid right coronary artery (rca) and the mildly calcified and non tortuous circumflex artery (cx). The lesions were predilated with a 2.5mm balloon reducing the stenosis to 70%. A 2.75x20mm taxus liberte' stent was deployed at 10 atms in the mid rca, a 3.00x28mm taxus liberte' stent was deployed at 12 atms to the proximal rca, and lastly, a 3.00x 32mm taxus liberte' stent was deployed at 10 atms to the cx. The two stents in the rca were overlapping. No pt injuries or complications occurred. Pt status was satisfactory. The pt was placed on aspirin and clopidogrel. In 2008, the pt stopped the clopidogrel treatment and presented with chest pain, but no issues were found. Approximately two yrs after implant, the pt presented with a heart attack and thrombus was found in both the 100% occluded rca and cx. A thrombectomy catheter was used to remove the thrombus and a non bsc 2.5x18mm stent was implanted in the cx. No further pt injuries or complications occurred. Pt status is satisfactory. It was noted that the pt was taking warfarin for atrial fibrillation and had stopped taking antiplatelet therapy 5 days prior to the thrombosis for a scheduled colonoscopy. During f/u physicians have observed thrombocytosis, leukocytosis and splenomegaly and the pt is awaiting eval by a hematologist.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.